Event description:
Report from (B)(6) stating the device does not function. The device was not being used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of e5 error for failed parts. The components were replaced. If additional information becomes available, a supplemental report will be sent. (B)(4).